Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that frequent high amplitude lead noise was noted on the right ventricular lead. All other parameters were normal. The patient was asymptomatic due to normal atrio-ventricular conduction. The lead was to be monitored. The patient as stable.